Manufacturer narrative:
The device was returned and evaluated, and the reported malfunction was confirmed. During evaluation found that the power switch was damaged, was stuck-engaged and the device could not be turned on. In addition, the device evaluation found xenon lamp worn out and subject device had non-olympus xenon lamp. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the switch-on button on the device had been damaged by the user and the light source could no longer be switched on. There was no report of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon the device cannot be turned on occurred due to the power switch is damaged and is stuck engaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the event was found by staff before the product was used.